Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the mesh did not cut properly. When testing with paper, the problem was discovered. No part of the device was bent or damaged. There was no harm/delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
On october 11, 2018, it was reported that the mesh did not cut properly. When testing with paper, the problem was discovered. The customer returned a meshgraft ii device, serial number 16380, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by medicrea on october 24, 2018 revealed that the device was in bad condition. These devices must not be used in this condition, it can be dangerous for the patient. The cutter, roller, side plates and handle all failed visual inspection. The calibration was out of specifications. Repair of the meshgraft ii was performed by medicrea on november 9, 2018 which included replacement of the cutter, side plates, roller, and handle. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the device was in bad condition. The service technician noted that these devices must not be used in this kind of condition. It can be dangerous for the patient. The cutter, roller, side plates and handle all failed the visual inspection. The calibration was also out of specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the device was in bad condition. The service technician noted that these devices must not be used in this kind of condition. It can be dangerous for the patient. The cutter, roller, side plates and handle all failed the visual inspection. The calibration was also out of specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information available.